Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient was unresponsive when presented to the emergency department. A transmission observed the right atrial (ra) lead with sensing threshold measurement below range. Atrial undersensing was suspected. The lead remains in use. No further patient complications have been reported as a result of this event.